Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that the patient experienced diabetic ketoacidosis on (B)(6) 2026, while using the omnipod system paired with a sensor. According to the lg, the patient became ill early in the morning, but the symptoms such as vomiting and lethargy did not develop until 4 hours later. A blood test showed ketones at 3.1 (units not provided) and blood glucose at 21 mmol/l (378 mg/dl). The lg reported longstanding issues with sensors accuracy, noting that readings often became unreliable after several days of wear. Similar issues had occurred with previous sensor versions. The night before the event, an attempt to calibrate the sensor was unsuccessful. As the patient's condition worsened, the lg called 911 but ultimately transported the patient to the hospital themselves. At the hospital, the patient was treated with intravenous fluids and insulin drip, and the pod was placed in manual mode during treatment. Hourly finger-stick glucose checks were performed and stabilization required about 12 hours. The pod worn at the event was later discarded. The patient was discharged on (B)(6) 2026, after a 36-hour hospital stay. The patient is currently using the omnipod system in manual mode and managing glucose with finger-stick testing. Dexcom was notified of the event.